Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch shoulder bolt was missing. The technician replaced the side rail latch shoulder bolt to resolve the issue.